Event description:
It was reported that the pump battery intermittently could not be charged. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.